Event description:
Customer reported a suspected over dose of morphine. A (B)(6) year old female admitted for the removal of 10 cm malignant pelvic mass ordered morphine post op at 21:05 on (B)(6) 2011. It started at 2 mg demand dose and 8 min lockout, with 2 mg loading dose. No bolus dose or continuous infusion ordered. The vital signs were within normal limits at 00:00 on (B)(6) 2011. At 0230 the pt sounded "weird" and could not be understood. When the nurse arrived in the room at (B)(6), the pt was unresponsive and not breathing. After 0.04 naloxone was administered, the pt immediately became alert. Two subsequent 0.04 doses of naloxone were required to remain alert. The pt was put on naloxone drip and transferred to ICU. Pt was on naloxone drip for 1 hour, remained in ICU for 5 hours for observation. Morphine 5mg/ml was the concentration and a 30ml syringe was used. A total of 2.3 ml was used to prime, 0.4 ml administered for loading dose, approx 10.3 ml self administration from 2105 until the nurse was called. The pt stated she thought she was supposed to demand a dose every 8 mins regardless of whether she needed it, she remembered forcing herself a demand dose even though she was no longer in pain. The customer indicated that she "was 99% sure the event had nothing to do with the pump".

Manufacturer narrative:
MFR's report date: (B)(4) 2011. (B)(4). The devices were sent to biomed to check for any mechanical problems. The logs were requested on three separate occasions, however, we have not received them as of this date. If the logs are received, a f/u report will be submitted with any relevant info.